Manufacturer narrative:
Performed visual examination without magnification. Device is heavily worn with significant loss of coloration/anodization on handle. Performed visual examination with magnification. Fracture plane identified at drive feature. Fracture plane is in two parts that are largely flat with a bumpy texture; one fracture plane is roughly perpendicular to the axis of the device whereas the other is at an angle. No visible signs of necking or other indicators of ductile/fatigue wear; fracture plane appears to indicate a brittle mode of fracture. Additional MDR associated with this event: 3025141-2021-00129: screw.

Event description:
While implanting a acutrak mini screw into the patient, the surgeon used a 1.5mm cannulate driver. While in use, the driver tip broke off and was lodged in the screw head and could not be removed; it remains implanted in the patient.